Event description:
In (B)(6) 2014 I was prescribed a plastic retainer by my orthodontist that had to be worn every night to keep my teeth from shifting. The first night I put it in my mouth I noticed a bad chemical taste I thought to myself ¿I hope this thing doesn¿t cause me cancer¿ then I thought¿ I don¿t think my orthodontist would prescribe me something for me that would give me cancer¿. So I continued to sleep with it in my mouth. Every time I woke to take the retainer out I would spit and I noticed some black stuff in it, I started having bad sinuses infection and headaches. As time went on I started experiencing consisting almost unbearable pain shooting from the top of my right arm down to my fingers. I sought my doctor for it and she said ¿maybe I pulled a muscle¿ because I told her I was exercising. I was not using any weights so I knew I couldn¿t have pulled any muscles. The pain continued on for about a year then the pain traveled to the right side of my neck. One morning I woke up and could move it I thought maybe I slept wrong or maybe I needed to buy more pillows. But that wasn¿t the cause at all.. In (B)(6) 2017 I was diagnosed with stage 2 but more toward stage 1 breast cancer as my oncologist put it. I had to have my right breast removed and 4 chemotherapy treatments. Well on (B)(6) 2018 I almost died. My cancer was estrogen related and my research tells me that bpa can mimic the estrogen in your body and causes breast cancer. I believe the plastic retainer contains bpa and I would like to have it tested however, I¿m on disability and can not afford it. I don¿t want this to go unnoticed and have some young girl that¿s using this product because she wants a pretty smile like I did to end up like me. This has changed my life for ever and I¿m pleading for help. I have the product that can be tested and all my documents. Please reach out to me at (B)(6). Thanks sincerely crying out for help!